Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2017. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis reported as a peritoneal infection. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with cephalosporin (further details not reported) as an anti-inflammation treatment for the event of peritoneal infection. It was reported that pd therapy was ongoing during treatment. At the time of this report, the patient was not recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day the patient started treatment with ceftizoxime sodium (dose, route, frequency, and duration not reported) for anti-inflammation treatment due to peritonitis. Twenty two days after the event onset, the patient was deemed recovered; subsequently, the ceftizoxime was discontinued and the patient was discharged from the hospital that same day. Should additional relevant information become available, a supplemental report will be submitted.